Event description:
The valves on an immulite instrument failed, resulting in imprecision (the instrument produced lower than expected test results). Three pts received treatment based on these results. The customer would not provide info regarding the pt's treatment.